Event description:
A lab tech was discarding used syringing pipettes and struck in the eye with a droplet of preservative fluid from a pipette. The tech was not wearing protective eyewear. The tech was immediately treated with eyewashes followed by medications as a precaution.

Manufacturer narrative:
This event was an accidental splash unrelated to the design or function of the device. In addition, the device product insert contains the following warning, "avoid splashing or generating aerosols. Operators should use appropriate hand, eye and clothing protection." In this event, the operator was not wearing any eye protection.